Event description:
The account alleges that the siderail will not function due to broken welds.

Manufacturer narrative:
Hill-rom shipped replacement siderails to account and account received siderails. As of this report, hill-rom has not received correspondence that the replacement siderails have been installed and the device tested to determine if the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.